Event description:
Pt reported receiving high blood glucose results (300-500 mg/dl), for the past 2 days. They indicated that, based upon the elevated readings, their spouse increased their normal insulin dosage from 24u to > 30u. Pt reported seeking treatment for high blood glucose at the hosp. Pt stated that their blood glucose measured 61 mg/dl on the hosp blood glucose monitor, 62 mg/dl from the lab, and 366 mg/dl on their blood glucose monitor. Pt indicated that they were experiencing hypoglycemic symptoms (dizzy, vision blurred, unable to walk), at that time. Pt was treated with an intravenous "sugar solution." At the time of the report, pt was still in the hosp. No controls had been run on the system. A request was made for the return of the suspect product and replacement product was sent.